Event description:
It was reported via repair work order that the brakes would not disengage due to bent head end brake cam. The brakes could be manually disengaged, but it would require that the brake pedal be lifted, which may not be intuitive to the user. No adverse consequence or clinically relevant delay in treatment was reported.